Manufacturer narrative:
Batch review performed on 21 march 2019: lot 182533: (B)(4) items manufactured and released on 05-sep-2018. Expiration date: 2023-08-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
After the primary hip surgery was complete, it was discovered that the femur had sustained an intra-operative fracture. The surgeon suspects the fracture occurred when the stem was implanted. The surgeon cabled the fracture and revised the stem from a size 6 to a size 5 and the surgery was completed successfully.